Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited shock impedance measurement high out of range greater than 125 ohms. A gradual increase over the past twelve months, from the 95 to the 125 ohms range was noted. Technical services (ts) discussed troubleshooting and programming options. There was no adverse patient effects reported. The device remains in service.